Manufacturer narrative:
The customer's meter and test strips were provided for investigation where they were tested using retention controls. Lot number: 397396-21 vial number: 00222931 (2 strips returned) lot number: 397396-21 vial number: 00222851 (3 strips returned) testing results (qc range = 2.5 - 3.7 inr): vial number: 00222931 qc 1: 3.2 inr qc 2: 3.0 inr. Vial number: 00222851 qc 1: 3.2 inr qc 2: 3.2 inr qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the dade innovin method. At 8:00 a.m. The laboratory result was 2.59 inr and at 8:15 a.m. The meter result was 3.4 inr. It was noted that there was a 'slight change in warfarin dose was held for one day in early (B)(6). The patients therapeutic range is 2.0 - 3.0 inr.